Manufacturer narrative:
A review of similar complaints of the reported problem was performed. No adverse trend was observed. No root cause was determined. Report source was an online complaint.

Event description:
Consumer reported inaccurate or conflicting results based on two cvs health at home covid-19 test kit.